Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Two units were visually inspected. The opened unit was confirmed to be cracked, while the unopened sample was not confirmed to be cracked. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter homecare services representative (hcsr) left a voice message for corporate product surveillance (cps) (B)(4) 2011 to relay report received on the same day from a nurse for one minicap, product code 5c4466p, lot number unknown, in which the cap was noted to be cracked. Hcsr relayed that the nurse does not know if the product was received as part of free training supplies or from the dialysis unit's supplies. No patient involvement, injury or adverse event is reported. No further information is available at this time. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2011 regarding the cracked minicap. The rn stated that when she put the minicap on the home patient that it was not cracked. The nurse then saw the hp the next day for at home training and saw that the mini cap was cracked. The nurse replaced the mini cap. No leak was reported. The nurse stated that the hp has a large, bulky belly button ring. The nurse feels that the hp may have slept on her stomach on top of the minicap and the pressure caused the crack. The rn said that she had narrowed down the box to where the mini cap was from and opened other packets, the mini caps did not have any cracks. The nurse kept the mini cap but did not know the lot number at the time of the call. The nurse will hold the minicap for evaluation and will return it with an outer wrapper for the lot number. Per rn, the hp did not have any injury or harm as a result of this incident. The hp is doing fine and continuing therapy without issues. No allegations were made against any other of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.